Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. There were traces of dried blood/body fluid in lumen around the electrode tip; this is considered normal as this is an open lumen lead. A stylet insertion test was performed and the stylet was able to be fully inserted and removed without any issues. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, difficulties were encountered with its placement. After repeatedly repositioning the lv lead, the physician reported that it was difficult to slide the lead over the guidewire. The physician believed it was due to blood in the lumen; however, the lead was still having difficulty sliding over the guidewire after the lumen was flushed with saline solution. This lv lead was extracted and a new lead of the same model was successfully implanted without issues. No adverse patient effects were reported.